Event description:
It was reported that a drain was placed into a pt during a total knee surgery. The drain was retained in place with sutures. When the surgeon was removing the drain, it broke and a piece was retained inside of the pt. They had to take the pt back to surgery to remove the piece. The rptr could not determine if the drain was punctured with any needles or instruments.